Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a surgery, the implant disassembled when the surgeon went to remove it from the inserter. The implant was removed and replaced with a new implant without any impact on the patient.

Manufacturer narrative:
Corrected information in h3. Added information to h6: method, results, conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. The device was returned disassembled and matches the information listed in the complaint file. There were no visual deformities in the product. Functional testing with a mating inserter revealed that the implant could be reassembled and disassembled successfully. The root cause is described in the complaint description as being due to the surgeon turning the knob the wrong way. Per the DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during a surgery, the implant disassembled when the surgeon went to remove it from the inserter. The implant was removed and replaced with a new implant without any impact on the patient.